Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
Pt reported the check button on the infusion device was "loose." Infusion device was replaced and returned for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the complaint could not be verified due to misuse of the product. The soft components of the check button were demolished and the electronics of the check button were defective. As the problem reported by the pt was due to misuse of the product, no corrective or preventative actions were taken.